Event description:
Info received that the CPR would not work. No injury reported.

Manufacturer narrative:
Bed located in repair area, out of service. Tech found the CPR did not work. Head up and down do work electrically. Replaced the CPR/trend valve kit to resolve this issue.